Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and a21 error test. Unit received with button error alarm, had intermittent button response on the express bolus button, esc button. Act button and down arrow button, and failed vibrate check on self test. Unable to determine root cause of the button error alarm, intermittent button response and vibrate anomaly due to pump preservation. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. Data analysis: (customer passed away on (B)(6) 2018) the pump trace history file lists data from (B)(6) 2017 to (B)(6) 2018. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer passed away in hospice care. The cause of death was natural causes not due to diabetes. The caller did not have many details about the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. This report is being submitted for the failure analysis results only. The pump was received with a button error alarm, had intermittent button response on the express bolus button, esc button. Act button and down arrow button, and failed vibrate check on self test.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.